Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was not observed. Additionally, 30 retention samples from bd inventory were visually inspected for gel issues. No issues were found relating to color variation. 3 out of 30 retention samples showed gel airbubbles and 2 out of 30 showed gel smearing. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for poor barrier separation. It has been confirmed for gel air bubbles and gel smearing based on the retention sample testing. Bd was not able to identify a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there is poor barrier separation of ten tubes. There was no report of patient impact. The following information was provided by the initial reporter: "on 06/28/2023, the customer mentions the 'gel sticking.'"

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there is poor barrier separation of ten tubes. There was no report of patient impact. The following information was provided by the initial reporter: "on 06/28/2023, the customer mentions the 'gel sticking.'"

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.